Manufacturer narrative:
The cause for the discordant advia centaur xp troponin ultra results is unknown. The customer continues to use lot 106. Siemens healthcare diagnostics is investigating. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
False high advia centaur xp troponin ultra (tni-ultra) results were obtained on samples from two patients during a correlation study. The correlation study was for lot 110 and lot 106. The results for the patients on lot 106 were negative. The customer continues to use lot 106. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00114 on june 30, 2016. On 07/07/2016 additional information: siemens tested 10 patient samples within the range of 0.0- 0.05 ng/ml on lot 010103 (reference) and lots 010106 and 010110 (complaint). The patient samples were run n=3. All the patient samples recovered within 0-0.05 ng/ml range and below the 0.02-0.06ng/ml range. All the patient sample recovery was within the <99% range when run using advia centaur tni-ultra lot 010103 (reference) and lots 010106 and 010110 (complaint). Troponin results (ng/ml): (B)(6). Based on the above patient sample testing and results, no issue was identified with lots 010106 and 010110. The cause for the discordant advia centaur xp troponin ultra results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.